Event description:
It was reported that a physician in-training in use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after plunger removal, the blue rail suture was not present. The device was removed and a second proglide device was used; however, a short time of manual compression was also necessary. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device revealed that the posterior cuff miss occurred during the needle deployment as evidenced by the posterior cuff remaining in the foot pocket. There was no needle strike mark observed at the posterior foot, suggesting that the posterior needle was deflected away from the posterior foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as intended. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as indicated by damaged anterior cuff tabs. One of the anterior cuff tabs was broken off and was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The posterior cuff miss and subsequent anterior cuff-to-needle tip detachment would result in a failure to retrieve the suture as reported. Because the suture could not be retrieved, the knot would not form to advance to the arterial surface to close the vessel. Possible contributing factors for needle deflection that resulted in the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment include, but are not limited to, manufacturing, challenging anatomical conditions, and incorrect deployment techniques. The needle trajectory of every device is verified during manufacturing. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. Based on the successful testing of the needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database for this lot revealed no similar incidents or indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.